Manufacturer narrative:
The root cause of the reported event is that two dimensions on the tapered luer shaft were out of specification. This deviation makes it hard to slide the tapered luer shaft into a mating luer connector and tighten the luer lock ring for a secure fit. Due to the oversize condition, the taper will not insert as far up the shaft as it would normally without added force. This deviation occurred during routine mold maintenance while polishing the mold cavity. The polishing removed material, which increased the outer diameter of the plastic luer connector on the cartridge. First article inspection after tool maintenance failed to include two outer diameter critical dimensions on the inspection (outer diameter is tapered). Tooling was released without verification of these two dimensions. This issue was reported to FDA per 21 cfr part 806. (B)(4).

Event description:
A customer reported that the enflow cartridges are not attaching properly to the IV tubing, resulting in leaks. No injury has been reported.